Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient fell off of their lawnmower and landed on the sensor. The patient reported several broken ribs. There was no alleged device malfunction contributing to the fractures. There is no indication that the patient received medical intervention. Outcome of the fractures is unknown.